Manufacturer narrative:
The user facility reported that the main lamp on the device was a third party lamp and had 400 hours on it. Olympus technical assistance center (tac) personnel recommended inspecting the inside of the light source for any buildup that could potentially be affecting the cooling of the interior light source. Buildup was discovered, tac recommended not using third party lamps for this device. Should additional information become available prior to the investigation conclusion, a follow up report will be submitted.

Event description:
As reported, the evis exera iii xenon light source displayed error message e102. According to the initial reporter, the lamp had gone out. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the user facility and information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contribute to the reported issue. Based on the results of the legal manufacturer's investigation, it was confirmed that the lamp life was over 400 hours, that an unspecified lamp was used, and that the cooling function inside the light source was affected. Therefore, it is likely that the error occurred because the lamp came to the end of its useful life. The operation manual contains the following information regarding the use of lamps from other manufacturers: "never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire".

Event description:
Received an email from clinical manager on 22feb2021. The 102 error occurred during a colonoscopy. There was no patient injury or medical intervention was associated with this event. She confirmed that she only reported one event. The same device was used to the complete the procedure. A colonscope was also used during the procedure (model and serial number not provided). No other devices were replaced during the procedure. The device was inspected prior to use but nothing was observed. The lamp was manufactured by luxtel and had been in use for 5 months at the time of the event. The connections were not inspected. Patient information not provided.